Manufacturer narrative:
Date of report: 09sep2021.

Event description:
The customer called into technical support (ts) reporting that the device experienced a blower temperature high error (1122) message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. It was stated that the device was swapped out for another, but no medical intervention was provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer verified that the cooling fan is working, air inlet filter is good, and the circulation fan filter does not look occluded. The rse advised customer to replace the blower assembly. The customer requested quotes for part and onsite service.

Manufacturer narrative:
The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.